Event description:
On (B)(6) 2013 it was reported that the physician attempted to reinstall the software on his handheld the screen froze at ¿windows mobile¿ and would not recognize any manipulations at all. The battery was checked, the lock button, and the software was reset again but this did not fix the issue. It was later reported that the issue has not been resolved. A hard reset was attempted but did not resolve the issue. It was stated that the handheld would not be returned to the manufacturer for product analysis.